Event description:
It was reported that during a case they received the l4-034 error code. They shut the unit down and rebooted and completed the case with no consequence to the patient.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.